Event description:
The hcp reported the patient was experiencing increased pain. At the pump refill, the residual volume was expected to be 2.6ml and the actual was 15.5ml. A catheter dye study on (B)(6) 2004 showed that the catheter appeared to be patent. The medication dose was increased. In early (B)(6), the patient stopped having pain. The pump was turned off and the drug removed as the hcp suspected the pump was not working. Another catheter dye study on (B)(6) 2004 showed a patent catheter. A rotor study was done and "the rotor did not move suggesting it had stalled." The pump remains in stop mode. A follow up report will be sent when additional information is received.